Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they haven't been able to charge ins for the past couple days. They confirmed that they can still charge controller normally. Pt remembers seeing a screen they haven't seen before but cant remember what it was. Pt says resetting controller didn't fix issue. They said the recharger (rtm) is heating up "which just started recently", and there is no physical damage on the cord. The pt tried to charge during the call, and it said recharging but doesn't give a quality rating. After a while it went to "recharging needs attention and implant is low" and then it went back to recharging with no quality rating, and pt said they can feel rtm heating up. The issue was not resolved. An email was sent to the repair department to replace the rtm. The patient's relevant medical history included pt just had rods put in their back and had surgery on their hip socket as well. They asked if this could be the reason for charging issue and they were told that is unlikely.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) b3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed a frayed cable. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.